Event description:
It was reported that the patient presented to the hospital with infection and vegetation on the leads. The physician elected to explant the entire system, including the implantable cardioverter defibrillator (ICD), the right atrial lead, the right ventricular lead, and the left ventricular lead. The patient remained in stable condition.

Manufacturer narrative:
The device was returned. Interrogation results were normal, visual screen was acceptable, and device image download successful. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.